Event description:
Facility material manager states that the tubing disconnected from the luer lock while pt was asleep. Pt lost a little blood but was not injured, and no medical intervention was required. No add'l info is available.

Manufacturer narrative:
A request for the return of the device has been made.